Manufacturer narrative:
The device has not been received for analysis so of the date of this report.

Event description:
It was reported that during a pta treatment procedure, balloon removal difficulties were encountered. After completing a successful inflation and deflation of the balloon in the patient, the deflated balloon would not pull back into the distal end of the introducer sheath. Upon application of moderate pressure, the balloon detached from the balloon shaft. The physician removed the sheath from the patient's femoral artery and noted that the balloon head remained in the end of the introducer. Following this successful removal of the detached balloon portion, the physician used antheor sheath and balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'okay'.